Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-4501 devices were received for investigation. Visual inspection identified that the cannulas had broken off of the distal ends of both returned ar-4501 meniscal cinch ii, with one fragment having been returned. Chipping was noted at the breakage sites of both depth stops. The observed condition is most likely the result of prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscus repair surgery the tip of the devices broke during insertion. The broken off piece was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.